Event description:
Our rep is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of an intrafix driver broke off into the fixation screw whilst the surgeon was driving the screw into the bone. The tip fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
The complaint device has been received and visually evaluated; both with the naked eye and under power: it is noted that most of the distal hex portion of the tip is missing. The balance of the hex portion of the tip that remains is twisted and malformed, which is indicative of having had, for whatever reason, excessive torsional mechanical force applied. We attribute the device's condition to technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.